Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had to go to the emergency room (ER) with blood glucose reading greater than 26 mmol/l (468 mg/dl). The patient's omnipod personal diabetes manager (pdm) had shut off and would not turn back on. She was doing manual shots when she went to the hospital. At the ER, they placed her on a intravenous therapy, did blood work and placed her on monitoring.